Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was a failed accuracy during testing. There was no patient involvement and no patient injury.

Manufacturer narrative:
No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Fluid ingression was found during physical damage observation. No error was found in event history log. Customer problem was not duplicated during investigation. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. However, found fluid ingression on the base of expulsor. The root cause of the reported issue was determined to be user error. Actions were taken to mitigate the reported issue: replace expulsor assembly.